Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device reached the elective replacement indicator and there may have been premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.